Event description:
The manufacturer received a voluntary medwatch report (mw5188263) indicating that a trilogy evo ventilator generated a "ventilator inoperable" alarm. The caregiver transitioned the patient to a backup ventilator. No patient harm or injury was reported. The device serial number and material number were not provided in the report. The device has not yet been returned to the manufacturer for evaluation. At this time, there is no patient information available; therefore, no good faith effort attempts can be made, and philips is not able to fully investigate this complaint. If any additional information is received or the device is returned, a supplemental report will be filed.

Manufacturer narrative:
The reported failure of ventilator inoperable is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. No sn provided for DHR review.